Manufacturer narrative:
Updated fields: h6 and h10. Correction to d9. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. It was reported that the customer was not going to return the device yet as a spare device was not available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd 3cmos camera head was producing blurry images. The issue was found during preparation for use for a diagnostic uterine cavity examination procedure. The facility finished the procedure with another device. There were no reports of patient harm.